Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a penile prosthesis revision surgery due to infection around the reservoir incision site. A new tactra device was implanted. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient underwent a penile prosthesis revision surgery due to infection around the reservoir incision site. A new tactra device was implanted. No patient complications were reported in relation to this event.

Manufacturer narrative:
Tab d: information updated to the preconnected system.